Manufacturer narrative:
Device evaluation: two used suspect devices were returned for evaluation. The devices were examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing on both devices. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. These subassemblies was built prior to implementation of the noted corrective actions. Evaluation method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the stopcock broke during an abdominal angiographic procedure at 300 psi. No harm or injury was reported. This is one of two reports for this complaint: 1721504-2011-00046.